Event description:
It was reported that a homechoice cassette leaked during prime of peritoneal dialysis. The leak was reported to be from the heater line. The patient was not connected at the time of the event. There was no damage reported to the cassette, the box, or the overpouch. Sharp objects were not used to open the packaging and the cassette was stored at room temperature. There were no connection issues noted. The patient restarted therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.